Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a black rubber mixed with plastic fibers but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign mater and the facility reprocessing was implemented in accordance with the IFU, however, the issue was likely due to insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle no air is fed, the air/water cylinder had discoloration, the suction cylinder had discoloration, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, the plastic distal end cover had a chip, the bending tube was damaged, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a problem with the aspiration system, the surface of the objective lens has poor water contact, and the lens surface cannot be cleaned. The issue was observed during preparation for use. There were no reports of patient harm associated with this event. The device reprocessed and returned to olympus for a device evaluation and found there was foreign material clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.